Event description:
Damage to the pump housing surrounding the usb port was reported by the caller, but it did not affect the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to switch to a backup therapy using multiple daily injections (mdi) and agreed to return the damaged pump using a pre-paid label within 10 days after placing it into storage mode as directed.

Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury and does not have the potential to cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.